Event description:
It was reported that, "when the user fired a staple during use, it was not properly formed/closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred. The same issue occurred to 2 units". The patient status is reported as "fine". See associated MDR #3003898360-2023-01638.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4) the reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed upon investigation of the returned sample. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned with 9 staples remaining in the cover block indicating that least 26 staples were fired by the end user. Visual examination of the returned stapler revealed that the staples appeared aligned. The trigger was returned partially engaged and evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were fired. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and sample provided. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "when the user fired a staple during use, it was not properly formed/closed. Therefore, a new unit was used instead to complete the procedure. No injury to the patient occurred. The same issue occurred to 2 units". The patient status is reported as "fine". See associated MDR #3003898360-2023-01638